Event description:
Journal reference: carrillo-ruiz jd, velasco f, jimenez f, et al. Bilateral electrical stimulation of prelemniscal radiations in the treatment of advanced parkinson's disease. Neurosurgery 2008;62(2): 347-359. Tremor and rigidity have been efficiently controlled by electrical stimulation of contralateral prelemniscal radiation (raprl) in pts with unilateral parkinson's disease. The present study determines the effect of bilateral raprl electrical stimulation in a group of five pts with severe bilateral tremor, rigidity, and bradykinesia. Evaluations were performed at 3, 6, 9 and 12 mos post-operative, with 24 hr off medication-on stimulation. Reportable event: pt 4 (br) had dysarthria with slurred speech and dizziness that resolved after stimulation amplitude was decreased by 1.0 v on the right. An asymmetrical mode of stimulation setting and decreasing of amplitude on the left side was intended to prioritized improvement in right extremities for this righthanded pt group.

Manufacturer narrative:
.